Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken main tube at the midpoint of the main tube. The instrument appears to have detached fragments. Components adjacent to this broken main tube do not show damage. The complaint regarding the instrument was damaged was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that the long bipolar grasper instrument was damaged. There was no report of patient involvement or patient injury.